Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm the specific number of patient events, per suture product and the quantity of sutures involved, ip shows there are 0 products involved, should this be 1? Lot number? Procedure date?

Event description:
It was reported that a patient underwent an unknown ophthalmic surgery on (B)(6) 2021 and suture was used. During the procedure, the suture frayed and passage through the tissue was not smooth. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm the specific number of patient events, per suture product and the quantity of sutures involved, ip shows there are 0 products involved, should this be 1? Lot number? Procedure date?

Event description:
It was reported that a patient underwent an unknown ophthalmic surgery on (B)(6) 2021 and suture was used. During the procedure, the suture frayed and passage through the tissue was not smooth. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/11/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please confirm the specific number of patient events, per suture product and the quantity of sutures involved, ip shows there are 0 products involved, should this be 1? Lot number? Procedure date? It is a general feedback given by the surgeon about the usage of our suture w9552 and is not related to any specific patient event. No defective foils were returned. The lot no used was qamktq. Date sent to the FDA: 02/11/2022. MFR lot involved provided: qamktq. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4); date sent to the FDA: 3/16/2022. H6 component code: g07002 device not returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.